Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in india e1: full establishment name - sports injury centre - (B)(6). Full establishment address - (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the button loop fractured away from the femur during fixation. The correct surgical technique was used. No complications, injuries, or surgical interventions were reported due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is not confirmed. It is not clear if the suture broke during implantation or if it was cut for removal. Visual examination of the returned product identified that the suture was broken. The sutures are stained and the button is no longer attached to the sutures. The sutures are frayed where it was attached to the button. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.